Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shocks due noise oversensing on right ventricular lead. There was also decrease in r-wave amplitude over the few weeks. Hv therapy was turned-off. Right ventricular lead was capped and replaced on (B)(6) 2017. The patient had an occluded svc so a new system was implanted on the right side. Patient¿s condition was stable.